Manufacturer narrative:
The probable cause for the cable causing a handpiece to run without activation was attributed to a corroded analog ground pin.

Event description:
A micro drill long straight attachment was sent for service and it caused a handpiece to run without activation during performance testing. No adverse event was associated with the device.